Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during laser assisted cataract surgery procedure, capsular tear occurred on two patients during continuous curvilinear capsulorhexis while removing of cataract. There are two related reports for this event. This report addresses the event date (B)(6)2020 . Another manufacturer report will be filed for the event date (B)(6) 2020.

Manufacturer narrative:
The company representative examined the system (per the customer). And it was reported, that the room temperature condition was non-conforming. The room temperature was increased. The system was examined. And the company representative was unable to find anything that would have contributed to the reported event. The system was tested, and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event could not be determined conclusively. The manufacturer internal reference number is: (B)(4).